Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2010 - patient was diagnosed with stress urinary incontinence (sui) and underwent implant of a pubovaginal sling using a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to document the receipt of additional information including medical records and patient outcome allegations. The information received alleges the patient was diagnosed with bard/davol flat mesh exposure and underwent explant of the device. The patient alleges "pain, extrusion, urinary problems, vaginal scarring". With the current information available, no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2010 - patient was diagnosed with stress urinary incontinence (sui) and underwent implant of a pubovaginal sling using a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included the medical records and general patient outcome allegations: 08/31/2015: the patient was diagnosed with polypropylene mesh sling (bard/davol flat mesh) exposure suburethrally through the vagina and the device was explanted. Patient alleges bodily injuries resulted from the implant of the bard/davol flat mesh product after the implant: ¿pain, extrusion, urinary problems, vaginal scarring and other.¿ patient alleges before implant of the bard/davol flat mesh product she ¿was very active and was able to walk, jog, lift weights and do yoga.¿ patient alleges she is currently experiencing ¿incontinence and difficulty with intercourse due to scarring.¿